Event description:
The customer contacted beckman coulter, inc (bec) to report an erroneous progesterone pt sample result generated on their access immunoassay system. The erroneous pt sample result was reported outside of the laboratory. Based on the erroneous pt sample result, the physician administered progesterone to the pt. When the physician ordered a subsequent progesterone test, the result was unexpectedly low. The physician suspected a discrepancy between the clinical presentation of the pt and the progesterone result. System check and quality control data have not been provided by the customer.

Manufacturer narrative:
A field service engineer (fse) was not dispatched to the customer's site. A definitive root cause for this event has not been determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.